Event description:
The customer reported an inability to unlock the keypad of the insulin pump, and a closed circle on the screen. There were no button errors or other alerts or alarms. After a battery change during troubleshooting the problem was resolved. The customer's blood glucose level was 72 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).